Manufacturer narrative:
Patient information was unavailable from the site. The position sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the returned psu powered up without issue and a check of the event log did not show any evidence of the reported connectivity issues. However, the psu failed an accuracy test (aak) at .47 mm with a passing threshold of .35 mm. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a brain tumor resection. It was reported that the camera mark sometimes displayed an ¿x¿ and the product did not work. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system passed all functional testing and visual inspection. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a brain tumor resection. It was reported that the camera mark sometimes displayed an ¿x¿ and the product did not work. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome.

Manufacturer narrative:
Additional investigation found that the position sensor unit was out of calibration. If information is provided in the future, a supplemental report will be issued.